Event description:
ER (emergency room) physician was attempting to use overhead exam light for pt exam. As the physician grasped the light, the arm of the light which was held by metal clamp broke off and fell toward pt. Erp (emergency room physician) grabbed unit before hitting pt. Erp experienced pain in shoulder.